Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit low o2, no lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the complaint of the unit having low o2 was confirmed. The underlying cause was identified as the 4-way valve was not shifting fully. However, there was no indication of a malfunction with the lights.

Event description:
Dealer is stating that the unit low o2, no lights.